Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 151630606, work order 9683009 was manufactured on (B)(6) 2021. 18 parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. There were no non-conformances associated with this lot.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision and exchange of poly bearing. Attune bearing was upsized to a thicker poly due to a bearing spin out. Original primary op date was (B)(6) 2021. Doi: (B)(6) 2021, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Please confirm if the post on the insert came off from the tibial tray or did it just spin-out for more than 90 degrees? The insert spin out was more than 90 degrees. 2. What was the posterior slope on tibia at the primary surgery? 5 degrees. 3. Was the poly bearing used in the primary surgery too small? No it was the correct poly used at the time of the primary. 4. Affected side? Left.